Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Patient was revised to address an apparent pseudotumor. Labs revealed elevated ion levels. Osteolysis and trunnionosis were also noted. Update rec'd 12/07/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 12/21/2015.